Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, a tissue pushout event occurred while using a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. This event occurred while shortening the gastric tube prior to the anastomosis. The instrument properly clamped onto the tissue and fired; however, during the firing sequence, the tissue was pushed forward out of the stapler jaws. Multiple formed and malformed staples fell into the patient. The surgeon opened a new stapler and reload to complete the procedure. Because of the incident, the gastric tube required additional mobilization and to be further shortened in order to prepare the end of the gastric tube properly for a successful anastomosis. This caused a delay of 90 minutes. Per the reporter, the patient is doing well, and they have returned to the normal hospital ward. The procedure was completed robotically. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A review of the advanced instrument log for the sureform 60 and the sureform 45 stapler instruments associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The fae also provided a preliminary review of the provided two images and two video clips. Per the fae, the user switched staplers multiple times; these details are in the order of installs. The logs show sureform 60 stapler batch -0264 was installed on universal surgical manipulator 1 (usm1) 7 times, and it fired 7 reloads (2 green, followed by 5 blue). On each install, the first clamp was successful, and the firings were completed with no pauses for compression. Next, the logs show the sureform 45 stapler was installed on usm2 2 times, and it fired 2 reloads (1 white, followed by 1 green). On install 1, the system failed to detect the reload color and the user manually selected the white reload. The first clamp was successful, and the firing was completed with no pauses for compression. On install 2, there were two successful clamps, and the firing was completed with no pauses for compression. Next, the logs show sureform 60 stapler batch -0264 was installed an 8th time (on usm2), and it fired 1 blue reload. The first clamp was successful, and the firing was completed with no pauses for compression. Next, the logs show sureform 60 stapler batch -0261 was installed on usm2 2 times, and it fired 2 reloads (2 blue). On each install, the first clamp was successful, and the firings were completed with no pauses for compression. Next, the logs show the sureform 45 stapler was installed on usm 2 a 3rd time, and it fired 1 blue reload. The first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for any instrument used in the procedure, per the logs. There were no stapler related errors in the logs during the time these staplers were in use. Based on the video provided, the tissue pushout event occurred with a sureform 60 stapler instrument on usm2 using a blue sureform 60 stapler reload. Thus, the event occurred either on the 8th install of batch -0264 or on install 1 or 2 of batch -0261. Per the image provided, the event likely occurred with batch -0264; hence, the event occurred on the 8th install of this instrument, or the 10th overall install of the procedure. The peak firing force measured on this fire was ~617 n, which was the highest of any firing in the procedure by ~190 n. It seems that this high force did not last very long, as there were no pauses for compression during the sequence. Measurements of the firing forces related to the I-beam position were also provided. Per the video, it appears as though the user positioned a previous staple line into the crotch of the jaws and had already initiated the firing. One formed staple that did not interact with tissue can be seen remaining at the proximal end of the jaws. The tissue is shown to be sliding toward the distal end of the jaws, and at around 20mm of progress, staples not embedded in the tissue could be seen clumped on the tissue surface. A review of the two provided images and two video clips associated with this event was also performed by an isi clinical development engineer (cde). Per the cde, after reviewing the videos, they confirmed the occurrence of a tissue pushout event, resulting in tissue injury and a malformed staple line. Per one of the images, there appeared to be blood oozing from the staple line and several malformed staples. The image also showed a mass of partially embedded and non-embedded staples on the tissue, which is typical for a tissue pushout event. This may occur when, during clamping, tissue is pushed past the proximal boundary of the cut line, causing the edge to remain unstapled. Users can avoid this issue by ensuring there are no obstructions on the tissue or between the jaws of the instrument prior to the fire, ensuring all of the target tissue is within the cut line boundaries prior to firing, and by thoroughly cleaning the jaws of the stapler between fires.